Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test or verify the no delivery alarm due to the motor error alarm. No vibration anomaly noted. The pump also had minor scratches on the display window, a cracked case at the display window corners and a broken reservoir tube lip.

Event description:
It was reported that the customer received a motor error and no delivery alarms. The customer's blood glucose level was 280 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.